Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. Root cause of this failure is attributed to a component failure. A review of the instrument log for the small grasping retractor (470318-10/k10210927-0108) associated with this event has been performed. Per logs, the small grasping retractor was last used on (B)(6) 2022 on system sk4043, with 2 lives remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted rectal resection surgical procedure, the guide wire was loosened during normal manipulation and the instrument lost its functionality. Site noted that instrument was handled according to the recommendations for manipulation and reprocessing. The procedure was completed with no reported injury nor delay. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.